Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6) medical center. Dr. (B)(6). Radiology-CT abdomen/pelvis. Indication: abdominal pain. Impression: high-grade small bowel obstruction with a periumbilical hernia with herniation of bowel through the defect. On (B)(6) 2007: (B)(6), md. Office visit. History of present illness: being seen because of a probable umbilical hernia. Has undergone a repair of an incarcerated umbilical hernia as an emergency approximately 7 months ago. A few weeks back the patient was lifting something very heavy, apparently a refrigerator or something of that nature and noted a pop in his abdomen and a fullness in the umbilical area. Exam: obese, umbilical hernia which appears to be easily reducible. Modest in size; measures about 2-3 cm in diameter. Impression/plan: recurrent umbilical hernia. Repair; mesh will be utilized. No mesh was utilized last time as the patient had an incarcerated and questionably viable bowel and it was felt to be an increased risk for infection. [Missing records: an operative report for the ¿repair of an incarcerated umbilical hernia as an emergency¿ was not provided.] On (B)(6) 2011: lamprey health care-newmarket. (B)(6), do. Office visit. Here for follow up on diabetes. Hernia, abdominal wall is bothersome. Exam: weight 337.8 lbs, bmi 52.31. Abdomen: ventral hernia, nontender. Assessment/plan: ventral hernia. Referral for surgery. On (B)(6) 2012: (B)(6) hospital. (B)(6), md. Consultation. Reason: management of diabetes from surgical services. History of present illness: underwent ventral hernia repair for a recurrent ventral hernia. Past medical history: morbid obesity, obstructive sleep apnea, gout, type 2 diabetes, previous repair of ventral hernia. Social history: disabled, does not smoke, occasionally drinks beer, has a very sedentary lifestyle. Medications on admission: metformin 1000mg twice daily. Exam: quite obese, bmi is 51.4. Abdomen very large, soft, nontender at the sides. Extremities had edema and chronic changes of venostasis. Assessment/plan: diabetes appears to be at target at this time. We will continue to monitor. There is no indication for specific insulin therapy. On (B)(6) 2012: exeter hospital. Lab. Albumin 3.2 (3.4-5.0); low. Wbcs 12.4 (3.9-11.0); high. On (B)(6) 2012: core general surgery. (B)(6), md. Office visit. History of present illness: recent recurrent ventral hernia repair. Returns for scheduled postop check. He has developed a seroma at the site. Pain is under good control. Exam: abdomen is obese; surgical scars. There is some mild erythema surrounding his incision. Staples and sutures remain in place. Procedures: seroma was aspirated. 30 cc of serosanguinous fluid was removed. Us of the area showed loculations. Assessment/plan: postoperative visit- recurrent ventral hernia repair. I left his staples and sutures in place, and he will return in two weeks for removal. Some mild erythema; ordered oral antibiotics. Active medications at end of visit: keflex, metformin. [Missing records: the ultrasound report showing ¿loculations¿ was not provided.] On (B)(6) 2012: core general surgery. (B)(6) md. Office visit. Postop check. The wound cellulitis resolved with oral antibiotics. Wound check: the wound is clean and dry, free of exudates, healing well, without erythema. The sutures are intact. The edges are well approximated. Steri-strips were placed, sutures were removed. Assessment/plan: doing well. He does have a seroma which should resolve over time. I asked him to continue to avoid heavy lifting for another three weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)06: [date discrepancy; anesthesia date indicates (B)(6)]. (B)(6). Operative report. Preoperative diagnosis: incarcerated umbilical hernia with obstruction. Postoperative diagnosis: large umbilical hernia with a small bowel incarceration, evidence of chronic obstruction, matted bowel through its extent, unclear etiology. Procedure performed: ___ [sic]. Estimated blood loss: minimal. Complications: none. Description of procedure: ¿general endotracheal anesthesia was administered. The abdomen was draped with betadine and draped in a sterile fashion. A transverse incision was made overlying the palpable mass at the level of the umbilicus. A very large mass was noted which measured approximately 8 cm in diameter. The abdominal wall defect measured about 5 cm in diameter. It was rather difficult to discern what was bowel and what was hernia wall because of the abnormal consistency of the tissues. The opening at the level of the abdominal wall was slightly enlarged. Then we proceeded to carefully dissect around the perimetry and then open what was a very thickened sac. Immediately large amounts of bloody fluid was expressed. At the base of that we could see a rather dusky and chronically inflamed piece of bowel. The excess hernia sac was removed and then the inflamed bowel was retracted up into the abdominal wall. It was grossly distended. Distal to the level of the incarceration which was very hemorrhagic measured approximately 4 cm in length and 3 cm in width. The bowel was decompressed, however, it was surprisingly convoluted and plastered together with unyielding fusing adhesions. At this point, I considered the possibility of resecting the portion of the bowel with some questionable viability and essentially putting normal bowel together. It became quickly apparent that the proximal bowel not only was only chronically distended, thickened and very dilated but it was also fused together and plastered with adhesions and essentially inseparable convoluted and grossly abnormal in configuration. The reason for the fusing adhesions was unclear as the patient does not have any previous history of either surgery or an infectious process which could be recalled. The area over the bowel incarceration was further observed, cleaned of overlying hematoma and it became increasingly apparent that the greatest problem was indeed some hemorrhage within the wall and no gross necrosis. At this point, I felt that the risks of any resection which would have had to sacrifice considerable amount of bowel until we could find something approaching normality to an anastomosis was such that the risks of returning the segment of bowel into the abdominal cavity were much more smaller than the risks of resection. We did observe the bowel for several minutes longer, applied some warm sponges in it and the coloration became rather pink with areas of hemorrhage in spotty fashion along the wall which, however, did not appear necrotic. The wall in this area was greatly thickened again suggesting chronicity of this incarceration. The bowel was retained into the peritoneal cavity. Cultures were obtained and we proceeded to close the incision utilizing interrupted figure of 8 and #1 pds suture and two retention sutures of #2 nylon. The subcutaneous tissues were drained with a #7 jackson-pratt and the skin was closed with clips. The patient was returned to the recovery room in satisfactory condition .¿ (B)(6)06: (B)(6). Pathology report [date discrepancy]. Specimen #: s-06-5918. Specimens: 1. Hernia sac, ID- hernia. Gross examination: the specimen consists of a ventral hernia sac which measures 10 x 5 x 8 cm. It contains edematous focally hemorrhagic fibrous tissue. The lining of the hernia sac appears to be eroded. It is reddish tan in color. The underlying wall is focally yellowish tan in color which areas of focal hemorrhage. No markedly firm or mass-like are noted within the wall. Representative sections will be submitted. Microscopic examination: the specimen consists of sections of a hernia sac which show areas of fibrinoid change over the surface with areas of old hemorrhage and organized fibrosis within the wall. No areas of atypia are noted. Diagnosis: organizing fibrosis, segments of ventral hernia sac . (B)(6)06: (B)(6). Emergency room visit. Abdominal pain, nausea, vomiting. Several year history of periumbilical hernia. In the last two to three days unable to reduce it. Hernia site hard, not discolored. Not any bowel movements; three days. Cat scan showed strangulation; referred to emergency room for further evaluation and surgical consult. Exam: abdomen soft, mild tenderness to palpation over periumbilical hernia, hernia firm and nonreducible, nondistended, normal bowel sounds. Rectal: brown stool in vault, nontender, heme-negative. Impression/plan: hernia, strangulation. Consult by general surgery . (B)(6)06: (B)(6). History and physical. Presented to emergency room through office after having had a CT of the abdomen because of incarcerated abdominal wall hernia with evidence of obstruction. Started having bulging on umbilicus, nausea and vomiting four days ago. Laboratory studies showed a white blood count of 15, 000 with a left shift. Does not smoke, does not drink, no history of diabetes. Exam: obese, afebrile. Abdomen reveals an obvious incarcerated abdominal wall hernia with no skin changes, bowel sounds are not active. Impression/plan: incarcerated abdominal wall hernia, rule out bowel necrosis. Urgent exploration. I explained it is unlikely that we will be able to use mesh to repair his hernia and the possibility of recurrence is significant. The concern is to achieve reduction of the incarcerated bowel and bowel resection if that becomes necessary secondary to devitalization of bowel . (B)(6)06: (B)(6). Microbiology. Specimen source: peritoneal. Routine aerobic culture: organism 1; staphylococcus lugdunensis. Coagulase negative . (B)(6)06: (B)(6). Lab. Wbc 13.0 (4.5-10.9) high . (B)(6)06: (B)(6). Lab. Albumin 2.8 (3.4-5.0; low . (B)(6)06: (B)(6). Discharge summary. Diagnosis: status post repair of incarcerated hernia, extensive desmoplastic adhesions intraabdominally. Hospital course: came to hospital with signs of incarcerated abdominal wall hernia and signs of obstruction. Underwent an urgent exploration; found to have an incarcerated small bowel loop, extensive desmoplastic adhesions. Bowel was borderline viability but improved; no resection. Primary repair was carried out and postoperative course was satisfactory. Being discharged without any evidence of infection to follow as an outpatient . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: [facility ni]. (B)(6), md. Consultation. Diagnosed with sleep apnea 2001, has been using CPAP for approximately 5 years or more. Previously worked well, has noted increased snoring, daytime fatigue, sleepiness recently. Reports mild intermittent cough. At one point, he lost over 65 pounds related to an umbilical hernia that was partially obstructing, since this has been fixed, he unfortunately gained back essentially all of the weight. History: obstructive sleep apnea, depression, obesity. Nonsmoker, currently working as a dishwasher. Weight 314 lbs. Exam: abdomen; obese, nontender. Impression: morbid obesity, history of obstructive sleep apnea, recently feels sleep apnea not under good control. Also significant environmental allergies, likely related to cats in the household. Plan: request consultation in sleep lab. Pulmonary function tests, skin testing. Continue singulair and as needed proventil.. (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office notes. Follow up severe sleep apnea. Has not had a new mask, finances have prevented this. He has lost 20 lbs over the past year, this was unintentionally. He is disabled, works a bit as a store clerk ten hours a week. History: gout, diabetes, hypertension, cholesterol, obesity. Medications: metformin, lisinopril, simvastatin, allopurinol. Weight 324 lbs, decreased from 344. Plan: continue CPAP, work on assisting him to get mask and supplies. (B)(6) 2012: (B)(6) hospital. Perioperative record. Asa 3. Weight 330 lbs. (B)(6) 2012: (B)(6) hospital. Or nursing care plan. Implant record. Ventrio hernia patch. Bard. (B)(6) 2013: (B)(6) hospital. (B)(6), md. Radiology-ultrasound abdomen complete. Indication: elevated transaminases. Findings: visualized aortic and ivc calibers within normal limits. Liver mildly prominent in size measuring 17 cm. Increased hepatic echogenicity diffusely consistent with fatty infiltration. No ascites. No abnormality of gallbladder. Common bile duct measures approximately 3 to 4 mm. Pancreas for the most part obscured by shadowing bowel gas. Portions of pancreas visualized unremarkable. Spleen unremarkable. No renal abnormality. Impression: suspected fatty infiltration of liver. No acute intraabdominal abnormality identified. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240, 3191: other used for ¿umbilical removal¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span november 2, 2006 through february 12, 2013 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: obesity: (B)(6) 2007: 227.2 lbs.; bmi 35.71. (B)(6) 2008: 314 lbs.; bmi 49.2 ¿at one point, he lost over 65 pounds related to an umbilical hernia that was partially obstructing. Since this has been fixed, he has unfortunately gained back essentially all of the weight.¿ (B)(6) 2008: ¿(B)(6) mentions that he has gained approximately 95 pounds in the last year or so and feels this is definitely contributing to his symptoms.¿ (B)(6) 2008: 316 lbs.; bmi 49.67. (B)(6) 2009: 323 lbs.; bmi 50.02. (B)(6) 2010: 332 lbs.; bmi 51.42 ¿has not really put much effort into losing weight.¿ (B)(6) 11: 324 lbs.; bmi 50.7 ¿he has lost 20 lbs. Over the past year, this was unintentionally. He is disabled. Weight 324 lbs., decreased from 344 lbs.¿ (B)(6) 2012: 331 lbs.; bmi 51.26. (B)(6) 2013: 339 lbs.; bmi 53.1. (B)(6) 2014: 335 lbs.; bmi 52.5. (B)(6) 2016: 340 lbs.; bmi 53.3. (B)(6) 2017: 312 lbs.; bmi 48.32. (B)(6) 2018: 343 lbs.; bmi 53.12. B)(6) 2019: 329 lbs.; bmi 50.9. Diabetes: (B)(6) 2013: metformin. (B)(6) 2014: metformin. (B)(6) 2015: ¿difficulty with compliance with diabetes.¿ (B)(6) 2016: metformin, glipizide. (B)(6) 2017: diabetes mellitus, type ii; deteriorated, add januvia. (B)(6) 2018: add trulicity weekly. 2001: obstructive sleep apnea [osa]. (B)(6) 2008: used CPAP past 5 years. 2003: umbilical hernia. (B)(6) 2006: high grade bowel obstruction with periumbilical hernia. (B)(6) 2007: recurrent umbilical hernia. Past history of marijuana. (B)(6) 2012: large hernia over an old surgical scar. (B)(6) 2012: seroma. Surgical procedures: (B)(6) 2006: emergent repair of incarcerated umbilical hernia with obstruction. Evidence of obstruction, matted bowel. (B)(6) 2007: repair of abdominal wall hernia with 8 x 12 double layer gore-tex mesh (B)(6) 2012: repair of chronically incarcerated recurrent ventral incision hernia using ventrio mesh. Adhesions. Umbilicus removed. (B)(6) 2012: seroma aspiration. Relevant medical information: (B)(6) 2006: CT abdomen/pelvis. ¿indication: abdominal pain. Impression: high-grade small bowel obstruction with a periumbilical hernia with herniation of bowel through the defect.¿ (B)(6) 2006: inpatient admission. (B)(6) 2006: emergency room visit. Abdominal pain, nausea, vomiting. Several year history of periumbilical hernia. In the last two to three days unable to reduce it. Hernia site hard, not discolored. Not any bowel movements; three days. Cat scan showed strangulation; referred to emergency room for further evaluation and surgical consult. Exam: abdomen soft, mild tenderness to palpation over periumbilical hernia, hernia firm and nonreducible, nondistended, normal bowel sounds. Rectal: brown stool in vault, nontender, heme-negative. Impression/plan: hernia, strangulation. Consult by general surgery.¿ (B)(6) 2006: history and physical. Presented to emergency room through office after having had a CT of the abdomen because of incarcerated abdominal wall hernia with evidence of obstruction. Started having bulging on umbilicus, nausea and vomiting four days ago. Laboratory studies showed a white blood count of 15, 000 with a left shift. Does not smoke, does not drink, no history of diabetes. Exam: obese, afebrile. Abdomen reveals an obvious incarcerated abdominal wall hernia with no skin changes, bowel sounds are not active. Impression/plan: incarcerated abdominal wall hernia, rule out bowel necrosis. Urgent exploration. I explained it is unlikely that we will be able to use mesh to repair his hernia and the possibility of recurrence is significant. The concern is to achieve reduction of the incarcerated bowel and bowel resection if that becomes necessary secondary to devitalization of bowel.¿ (B)(6) 2006: emergent repair of incarcerated umbilical hernia with obstruction. Evidence of obstruction, matted bowel. ¿a transverse incision was made overlying the palpable mass at the level of the umbilicus. A very large mass was noted which measured approximately 8 cm in diameter. The abdominal wall defect measured about 5 cm in diameter. It was rather difficult to discern what was bowel and what was hernia wall because of the abnormal consistency of the tissues. The opening at the level of the abdominal wall was slightly enlarged. Then we proceeded to carefully dissect around the perimetry and then open what was a very thickened sac. Immediately large amounts of bloody fluid was expressed. At the base of that we could see a rather dusky and chronically inflamed piece of bowel. The excess hernia sac was removed and then the inflamed bowel was retracted up into the abdominal wall. It was grossly distended. Distal to the level of the incarceration which was very hemorrhagic measured approximately 4 cm in length and 3 cm in width. The bowel was decompressed, however, it was surprisingly convoluted and plastered together with unyielding fusing adhesions. At this point, I considered the possibility of resecting the portion of the bowel with some questionable viability and essentially putting normal bowel together. It became quickly apparent that the proximal bowel not only was only chronically distended, thickened and very dilated but it was also fused together and plastered with adhesions and essentially inseparable convoluted and grossly abnormal in configuration. The reason for the fusing adhesions was unclear as the patient does not have any previous history of either surgery or an infectious process which could be recalled. The area over the bowel incarceration was further observed, cleaned of overlying hematoma and it became increasingly apparent that the greatest problem was indeed some hemorrhage within the wall and no gross necrosis. At this point, I felt that the risks of any resection which would have had to sacrifice considerable amount of bowel until we could find something approaching normality to an anastomosis was such that the risks of returning the segment of bowel into the abdominal cavity were much more smaller than the risks of resection. We did observe the bowel for several minutes longer, applied some warm sponges in it and the coloration became rather pink with areas of hemorrhage in spotty fashion along the wall which, however, did not appear necrotic. The wall in this area was greatly thickened again suggesting chronicity of this incarceration. The bowel was retained into the peritoneal cavity. Cultures were obtained and we proceeded to close the incision utilizing interrupted figure of 8 and #1 pds suture and two retention sutures of #2 nylon. The subcutaneous tissues were drained with a #7 jackson-pratt and the skin was closed with clips. The patient was returned to the recovery room in satisfactory condition.¿ (B)(6) 2006: pathology. ¿specimens: 1. Hernia sac, ID- hernia. Gross examination: the specimen consists of a ventral hernia sac which measures 10 x 5 x 8 cm. It contains edematous focally hemorrhagic fibrous tissue. The lining of the hernia sac appears to be eroded. It is reddish tan in color. The underlying wall is focally yellowish tan in color which areas of focal hemorrhage. No markedly firm or mass-like are noted within the wall. Representative sections will be submitted. Microscopic examination: the specimen consists of sections of a hernia sac which show areas of fibrinoid change over the surface with areas of old hemorrhage and organized fibrosis within the wall. No areas of atypia are noted. Diagnosis: organizing fibrosis, segments of ventral hernia sac.¿ (B)(6) 2006: microbiology. ¿specimen source: peritoneal. Routine aerobic culture: organism 1; staphylococcus lugdunensis. Coagulase negative.¿ (B)(6) 2006: discharge summary. Hospital course: came to hospital with signs of incarcerated abdominal wall hernia and signs of obstruction. Underwent an urgent exploration; found to have an incarcerated small bowel loop, extensive desmoplastic adhesions. Bowel was borderline viability but improved; no resection. Primary repair was carried out and postoperative course was satisfactory. Being discharged without any evidence of infection to follow as an outpatient.¿ implant preoperative complaints: (B)(6) 2007: ¿being seen because of a probable umbilical hernia. Has undergone a repair of an incarcerated umbilical hernia as an emergency approximately 7 months ago. A few weeks back the patient was lifting something very heavy, apparently a refrigerator or something of that nature and noted a pop in his abdomen and a fullness in the umbilical area. Exam: obese, umbilical hernia which appears to be easily reducible. Modest in size; measures about 2-3 cm in diameter. Impression/plan: recurrent umbilical hernia. Repair; mesh will be utilized. No mesh was utilized last time as the patient had an incarcerated and questionably viable bowel and it was felt to be an increased risk for infection.¿ implant procedure: repair of abdominal wall hernia with ¿8 x 12 double layer gore-tex mesh.¿ [implant: gore® dualmesh® biomaterial (1dlmc02/(B)(6)) 8cm x 12cm x 1mm thick] implant date: (B)(6) 2007: description of hernia being treated: ¿an incision was made utilizing the old scar in the infraumbilical location. It was carried through the subcutaneous tissues. The umbilicus was retracted. The hernia sac was entered. There was a very large defect measuring approximately 5 cm to 6 cm in diameter. The bowel was protruding through this defect but could easily be pushed back. In view of the patient¿s body habitus, I did not feel that primary repair would be lasting. Therefore the decision was made to repair this with gore-tex mesh apposition.¿ implant size and fixation: ¿a double layer gore-tex mesh was placed on the posterior rectus sheath in apposition to the bowel with the smooth portion of the mesh being on the bowel. This was tacked utilizing mattress sutures of #1 prolene. These were placed about 1 cm apart achieving very good apposition and closure. Then the lymphoareolar tissue and remnants of the abdominal wall were reapproximated over the mesh utilizing #1 pds. Infiltration was carried out with 20 cc of 0.5% marcaine with epinephrine. The subcutaneous tissues were closed with 2-0 vicryl and the skin was closed with deep subcuticular 2-0 vicryl and clips. Sterile dressing was applied. The patient tolerated the procedure well.¿ no post-operative records provided. Relevant medical information: (B)(6) 2008: ¿reports mild intermittent cough. At one point, he lost over 65 pounds related to an umbilical hernia that was partially obstructing, since this has been fixed, he unfortunately gained back essentially all of the weight. History: obstructive sleep apnea, depression, obesity. Nonsmoker, currently working as a dishwasher. Weight 314 lbs. Exam: abdomen; obese, nontender. Impression: morbid obesity, history of obstructive sleep apnea, recently feels sleep apnea not under good control. Plan: request consultation in sleep lab. Pulmonary function tests, skin testing.¿ (B)(6) 2011: ¿here for follow up on diabetes. Hernia, abdominal wall is bothersome. Exam: weight 337.8 lbs., bmi 52.31. Abdomen: ventral hernia, nontender. Assessment/plan: ventral hernia. Referral for surgery.¿ (B)(6) 2012: ¿here for follow up on diabetes mellitus. He is having some abdominal pain; intermittent, better only when he lays flat. He has experienced pain like this before and it was in the year leading up to emergency hernia repair. Diabetes mellitus is well controlled, needs meter. Exam: weight 331 lbs., bmi 51.26. Abdomen: large hernia over an old surgical scar. Assessment/plan: ventral hernia. Long history of issue with hernia. He did not follow up on referral that was placed in (B)(6). He now has more pain intermittently and is willing to follow up on referral. Diabetes mellitus stable, continue current meds, needs weight loss.¿ (B)(6) 2012: ¿evaluation of a recurrent, chronically incarcerated ventral hernia. First noted this recurrence two years ago. Initial operation was several years ago, when he presented with an incarcerated hernia which was repaired urgently. A subsequent recurrence was repaired with mesh. He now has a chronically incarcerated recurrence. Sedentary. Exam: obese, normal abdominal muscles, surgical scars. Moderated sized ventral hernia located above umbilicus, unable to reduce, nontender. Assessment/plan: recurrent ventral hernia with incarceration. Recommended an open repair with mesh, which would include resection of his umbilicus. Mr. (B)(6) questioned whether or not his hernia could recur subsequent to another operation, and I assured him that this would be a very real possibility given his obesity and diabetes.¿ preoperative complaints: (B)(6) 2012: ¿history and physical. Hernia repair. History of sleep apnea, uses CPAP regularly. Diabetes is well controlled. Exam: weight 324.6 lbs, bmi 50.27. Abdomen: large hernia over an old surgical scar. Assessment/plan: ventral hernia. History of apnea and diabetes mellitus make this patient intermediate risk. I believe he is optimized and needs no other testing for surgery. Active meds: metformin.¿ procedure: repair of chronically incarcerated recurrent ventral incision hernia using ventrio mesh. [Implant: bard ventrio hernia patch] date: (B)(6) 2012: findings: ¿the mesh related to the previous repair was identified. There were moderate adhesions of the small bowel to the mesh. The recurrence of the hernia was located superior to the previously placed. There was incarcerated small bowel within the hernia sac, but no evidence of any bowel compromise.¿ procedure: ¿I began the operation with a vertical midline incision encompassing the umbilicus. I dissected down to the hernia sac using both sharp and bovie dissection. I encountered the hernia sac. The skin incision around the umbilicus carried around both sides and I did remove the umbilicus using the bovie cautery. This had been discussed preoperatively. The small bowel was fairly densely adhered to the hernia sac and took a fair amount of dissection to get the small bowel fully mobilized from the hernia sac itself and reduced into the abdominal cavity. Once this was done, I resected the hernia sac. In order to free up the fascial edges, I had to dissect the small bowel off the underlying mesh, which was located inferior to the current hernia defect. This again required a fair amount of dissection, as the small bowel was adhered significantly to the mesh from the previous operation. Nevertheless, I was able to do this successful without encountering an enterotomy. I elected to leave the previous mesh in place. The repair from the previous operation seemed secure and I detect no evidence of weakness or fascial defects related to the previous operation. Once the fascial edges are well defined, I placed a piece of ventrio mesh in the abdominal cavity and pulled it up against the abdominal wall. It was secured in place with 8 transfascial #1 prolene sutures. These sutures were tied and cut. Beta and latent irrigation was carried out. I was unable to pull any fascia over the mesh given the size of the defect. I elected not to place a drain. The skin was closed with interrupted deep dermal 2-0 vicryl sutures. The superior portion of the skin incision was closed with staples and the lower portion, which had more tension, was closed with horizontal mattress 3-0 nylon sutures. These sutures were tied and were cut.¿ relevant medical information: (B)(6) 2012: ¿returns for scheduled postop check. He has developed a seroma at the site. Pain is under good control. Exam: abdomen is obese; surgical scars. There is some mild erythema surrounding his incision. Staples and sutures remain in place. Procedures: seroma was aspirated. 30 cc of serosanguinous fluid was removed. Us of the area showed loculations. Assessment/plan: postoperative visit- recurrent ventral hernia repair. I left his staples and sutures in place, and he will return in two weeks for removal. Some mild erythema; ordered oral antibiotics. Active medications at end of visit: keflex, metformin. (B)(6) 2012: ¿postop check. The wound cellulitis resolved with oral antibiotics. Wound check: the wound is clean and dry, free of exudates, healing well, without erythema. The sutures are intact. The edges are well approximated. Steri-strips were placed, sutures were removed. Assessment/plan: doing well. He does have a seroma which should resolve over time. I asked him to continue to avoid heavy lifting for another three weeks.¿ (B)(6) 2013: ultrasound abdomen complete. ¿no acute intraabdominal abnormality identified.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated method/results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including records for previous abdominal surgical procedures, were not provided. (B)(6) 2007: (B)(6). Operative report. Pre/postop diagnosis: recurrent abdominal wall hernia. Procedure: repair of abdominal wall hernia with 8 x 12 double layer gore-tex mesh. Complications: none. Description of procedure: ¿general endotracheal anesthesia was administered. The abdomen was prepped with betadine and draped in a sterile fashion. An incision was made utilizing the old scar in the infraumbilical location. It was carried through the subcutaneous tissues. The umbilicus was retracted. The hernia sac was entered. There was a very large defect measuring approximately 5 cm to 6 cm in diameter. The bowel was protruding through this defect but could easily be pushed back. In view of the patient¿s body habitus, I did not feel that primary repair would be lasting. Therefore the decision was made to repair this with gore-tex mesh apposition. A double layer gore-tex mesh was placed on the posterior rectus sheath in apposition to the bowel with the smooth portion of the mesh being on the bowel. This was tacked utilizing mattress sutures of #1 prolene. These were placed about 1 cm apart achieving very good apposition and closure. Then the lymphoareolar tissue and remnants of the abdominal wall were reapproximated over the mesh utilizing #1 pds. Infiltration was carried out with 20 cc of 0.5% marcaine with epinephrine. The subcutaneous tissues were closed with 2-0 vicryl and the skin was closed with deep subcuticular 2-0 vicryl and clips. Sterile dressing was applied. The patient tolerated the procedure well.¿ 08/17/07: st. Mary¿s. Items/implants. Implant record. Mesh 1dlmc02 8.0 x 12.0 dual. Qty: 1. Manufacturer: wl gore. Lot#/batch #: 04984746. Cat#/serial#: (B)(4). Site/exp date: abdomen; (B)(6) 2012. Culture/amt: 1. The records confirm a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2012: (B)(6). Operative report. Pre/postop diagnosis: recurrent chronically incarcerated ventral incisional hernia. Procedure: repair of chronically incarcerated recurrent ventral incision hernia using ventrio mesh. Anesthesia: general endotracheal. Estimated blood loss: minimal. Findings: ¿the mesh related to the previous repair was identified. There were moderate adhesions of the small bowel to the mesh. The recurrence of the hernia was located superior to the previously placed. There was incarcerated small bowel within the hernia sac, but no evidence of any bowel compromise. Specimens: none. Procedures: after the risks and benefits of the operation were described [sic] the patient, informed consent was obtained. I specifically spoke with the patient about removing his umbilicus during this operation in order to maximize the likelihood of having a successful outcome and minimizing the risk of recurrence. He agreed to that. He was taken to the operating room on the morning of 02/24/2012. He was placed upon the operating room table and, after successful induction of general anesthesia, an airway was placed followed by sequential compression devices. He was prepped and draped in sterile fashion and received intravenous antibiotics. I began the operation with a vertical midline incision encompassing the umbilicus. I dissected down to the hernia sac using both sharp and bovie dissection. I encountered the hernia sac. The skin incision around the umbilicus carried around both sides and I did remove the umbilicus using the bovie cautery. This had been discussed preoperatively. The small bowel was fairly densely adhered to the hernia sac and took a fair amount of dissection to get the small bowel fully mobilized from the hernia sac itself and reduced into the abdominal cavity. Once this was done, I resected the hernia sac. In order to free up the fascial edges, I had to dissect the small bowel off the underlying mesh, which was located inferior to the current hernia defect. This again required a fair amount of dissection, as the small bowel was adhered significantly to the mesh from the previous operation. Nevertheless, I was able to do this successful without encountering an enterotomy. I elected to leave the previous mesh in place. The repair from the previous operation seemed secure and I detect no evidence of weakness or fascial defects related to the previous operation. Once the fascial edges are well defined, I placed a piece of ventrio mesh in the abdominal cavity and pulled it up against the abdominal wall. It was secured in place with 8 transfascial #1 prolene sutures. These sutures were tied and cut. Beta and latent irrigation was carried out. I was unable to pull any fascia over the mesh given the size of the defect. I elected not to place a drain. The skin was closed with interrupted deep dermal 2-0 vicryl sutures. The superior portion of the skin incision was closed with staples and the lower portion, which had more tension, was closed with horizontal mattress 3-0 nylon sutures. These sutures were tied and were cut. A dry dressing was placed and the patient was extubated and taken to recovery in good condition. There were no complications during the operation, and he tolerated the operation well.¿ there is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open abdominal wall hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, adhesions, umbilical removal. Additional event specific information was not provided.